Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the basal history did not match the active basal program. It was reported the patient¿s blood glucose was above 250 mg/dl and below 500 mg/dl without symptoms. The reported health event does not qualify as serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/07/2015-product analysis:the device was returned and evaluated by product analysis on 03/26/2015 with the following findings:the complaint was unable to be duplicated with investigation. Review of the pump¿s black box revealed a manual time change which affected the total daily dose history. The pump successfully completed a prime sequence, bolus deliveries and 24-hour exercise test without issue or alarm.